Event description:
It was reported that approximately six months post implantation of a vascular stent in the left sfa/popliteal artery, the patient presented to the emergency room with claudication and pain at rest in the left lower leg. Angiography confirmed an occlusion of the stent. Atherectomy and balloon angioplasty were performed within the stent which resulted in successful revascularization of the sfa and popliteal artery with markedly improved flows. The patient was reported to be stable and in improved condition at the time of hospital discharge.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.